Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 19 mg/dl. Troubleshooting was performed and the insulin pump was programmed and reading the reservoir volume correctly. The customer last changed her set three days prior to the event. The customer is disconnected during priming. The customer stated that she has been suspending the insulin pump for exercising. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.